Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was black with blue box stating to enter password. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black and an error message appeared. A field service engineer (fse) found the station on the bios password screen. The station was rebooted, and both the solid-state drive (ssd) and all in one (aio) serial advanced technology attachment (sata) cable were re-seated. Following these steps, the station successfully booted and initiated a windows update. The system functioned as intended after the field service engineer repaired the device.